Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. No button error alarm during testing. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads and scratched reservoir tube window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 146 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.